Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was broken but the specific issue was not known but was noted that it was possibly telemetry and interrogation issues. The programmer was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found both latch tabs were broken off of the power cord bay door, left keyboard hinge was broken, and both eject levers were broken on the pcmcia (personal computer memory card international association) card reader. Cooling fan was intermittent noisy, ECG (electrocardiogram) connector found loose on the lem (link electronic module) printed circuit board assembly. Lower case was missing one foot, three hinge plate screws were missing, and two screws on the keyboard were loose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.